Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported 52 mg/dl low glucose readings with the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reported self-treating with carbohydrates. The customer then visiting the emergency room where readings of 160 mg/dl were taken on a healthcare provider meter and customer received unspecified treatment. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.